Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions and using multiple new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect and confirm condition of cartridge o-ring, check and clean pneumatic tap area with alcohol wipe or lint-free cloth, and attempt reload, but error persisted, so pump scheduled for replacement; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, to program settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within specified timeframe, which customer understood and acknowledged.